Event description:
Approximately 3.0 ml of polymethylmethacrylate (pmma) bone cement was injected into the bone void cavity and adjacent cancellous bone of the vertebral body with satisfactory overall bone cement fill of the t8 vertebral body, including cement fill crossing the midline. No extra osseous extravasation of bone cement was demonstrated. Upon injection of the final 0.5 ml of bone cement through the right transpedicular approach, the cement solidified within the hard sclerotic bone trapping the delivery needle within the posterior aspect of the vertebral body and right pedicle. Upon further retraction of the device, the distal aspect of the delivery needle underwent metal fatigue and separated from the parent delivery device leaving behind an interosseous foreign body. This piece was unretrievable and remained in the patient.